Event description:
It was reported that asymptomatic patient presented to the clinic for a device check after receiving an alert via (B)(4). T-wave oversensing was noted and the patient did not receive inappropriate therapy. The oversensing was noted on a stored egm. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the device was re-programmed.